Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the vinyl catheters were bent within the box.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted fourteen unopened vinyl intermittent catheters. Eight catheters were in strip packaging that was visibly bent or twisted, and the catheters within should be bent as well. Kinks within the catheter are out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vinyl catheters were bent within the box.